Event description:
It was reported by the edwards field clinical specialist that during the transfemoral deployment of a 23mm sapien valve the final position was too aortic (80:20) and moderate to severe aortic insufficiency was noted. The surgical team elected to place a second 23mm valve and it was deployed in a 50:50 position. Trace paravalvular leak was noted on echo; which the surgical team decided did not require intervention. All the devices were removed and the patient was transfer to recovery in stable condition. Additional information noted there was severe native valve/leaflet calcification, the degree calcification of the aortic root calcification and mild mitral annular calcification (mac) is unknown. The patient had mild septal hypertrophy. The patient¿s ejection fraction was preserved and reported to be 60%. The coaxial alignment of delivery system and valve and the image intensifier angle were reported to be good. Ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. It was also reported that they were unsure of the reason for the too aortic deployment but thought that the deployment angle was slightly off.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the exact cause of the event could not be confirmed; however patient (severe native annular calcification, mild septal bulge, and preserved ejection fraction) and procedural factors (sub-optimal deployment angle) could have caused or contributed to the too aortic deployment of the valve; resulting in regurgitation which was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.